Event description:
St. Jude stylets found on the shelf of our equipment room some with green dots, some with grey dots with verbage "green is exposed eo" (ethylene oxide). Based on information from st. Jude, the green dots confirm sterilization of the stylets. Our concern is related to those devices where the color change is not clear and whether those stylets continue to be considered sterile. The equipment has been sequestered. Unsure if any were used on patients.